Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to multiple micro cracks on plug unit, pressure leak test was failed. However, the most probable cause for intermittent scope communication error e226 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited intermittent scope communication error e226 and failed pressure leak test on plug unit. There was no patient involvement.